Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2012, dtma1q1 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture on any vector and it was found that the lead had dislodged and pulled back into the superior vena cava (svc). The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.